Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the m1 stroke case, after 3 stent passes thrombus was fragmented and remained in the distal m2. The physician used a guidewire with an aspiration catheter, but it did not have enough support. The subject guidewire and other guidewire are used in parallel to cross a fork, then the physician advances the microcatheter to track over the guidewire. The subject guidewire was not responding, on withdrawal, the distal part of the subject guidewire was broken and remained in the patient's anatomy. The broken fragment of the subject guidewire was removed by aspiration without any difficulty. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated.h3 summary attached - updated.h4 manufacturing date ¿ added.d4 expiration date - added.d10 product available to stryker ¿ updated.d10 returned to manufacturer on ¿updated.the device history record (DHR) confirms that the device met all material, assembly and performance specifications. During the visual inspection, the subject guidewire was found broken in 2 segments (7cm distal segment and 208cm proximal segment) and found an attempt had been made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling in multiple areas to 41cm from the proximal. The core wire distal end was observed through the distal tip dome and the platinum wire was found to be slightly exposed and broken. The hydrophilic coating of the distal segment was hydrated and there were no anomalies noted. The core wire and platinum wire were broken and not visible inside the nitinol tubing (distal end of the proximal segment).the hydrophilic coating of the proximal segment was hydrated and there were no anomalies noted. Functional inspection not required as defect was confirmed during visual inspection.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was shaped, continuous flush was maintained for the duration of the procedure, the patient's anatomy was tortuous, no friction/resistance was noted during the procedure, and there were no other difficulties encountered during usage of the device that could have contributed to the issue. Other devices used in conjunction with the subject guidewire included: long sheath, aspiration catheter, microcatheter, and other guidewire (in parallel). The broken tip was aspirated through the aspiration catheter. The subject guidewire was returned broken in 2 segments (7cm distal segment and 208cm proximal segment). The platinum wire was found to be slightly exposed and broken on the distal segment. The core wire and platinum wire were broken and not visible inside the nitinol tubing on the proximal segment. Additionally, the guidewire ptfe coating was noted to be peeling in multiple areas up to 41cm from the proximal end. Based on analysis of the returned device, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the m1 stroke case, after 3 stent passes thrombus was fragmented and remained in the distal m2. The physician used a guidewire with an aspiration catheter, but it did not have enough support. The subject guidewire and other guidewire are used in parallel to cross a fork, then the physician advances the microcatheter to track over the guidewire. The subject guidewire was not responding, on withdrawal, the distal part of the subject guidewire was broken and remained in the patient's anatomy. The broken fragment of the subject guidewire was removed by aspiration without any difficulty. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.